Manufacturer narrative:
On february 1, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Customer care guided the user through troubleshooting steps, including manual data synchronization, and reviewed general education regarding physiological lag between blood glucose and interstitial glucose, the importance of focusing on overall trends, and entering calibrations only when glucose levels are stable.review of sensor data available in the data management system indicated that the observed differences between bg and sg were consistent with expected physiological lag. Escalation review agreed with the assessment that the system was functioning within expected parameters. As the user subsequently reported improved accuracy of recent readings, the user was advised to continue using the system and to calibrate as requested.per data management system review, the user was actively using the system and receiving up-to-date glucose readings at the time of case closure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.